Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw broke while attempting to insert it. The broken pieces were removed from the patient. The surgery was completed with another screw of the same item number and was inserted into the same screw hole. There was no patient injury and a surgical delay of approximately ten minutes.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The product was visually evaluated. The complaint is confirmed as the only part of the screw that was returned was the broken head of the screw. The most likely underlying cause was determined to be was excessive torque. According to the evaluation, there is no indication of manufacturing defects.